Event description:
Customer reported via phone call that they have a button error alarm. The blood glucose reading is 60 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No lock screen or button error alarm noted during testing. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.